Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed during basic occlusion test due to faulty force sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. However, the operating currents are within specifications and passed self test, a21 error test, rewind and displacement test. The drive support was inspected and no anomaly noted. The insulin pump had cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and is stuck in the rewind loop. The customer's blood glucose reading was 35 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer indicated they have a new pump and will revert to the new pump and return the product for analysis.